Manufacturer narrative:
No button error alarm. Unit was received with intermittent b button response due to corroded button keypad trace. No moisture damage noted on electronic or screen assembly. No frozen screen noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display screen appeared cloudy and there is moisture under the screen. Customer also indicated that the display freezes when the act button is pressed. Customer's blood glucose was 104mg/dl at the time of incident. The product will be returned.